Event description:
It was reported during preparation for percutaneous transluminal coronary angioplasty, a tip detachment occurred. The target lesion was located in the 1st diagonal artery. During preparation as the 1.5 x 20mm maverick 2 mr balloon catheter was being loaded onto an unspecified guide wire, the tip fell off. The procedure was completed with a 1.5 x 20mm non bsc balloon catheter. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during preparation for percutaneous transluminal coronary angioplasty a tip detachment occurred. The target lesion was located in the 1st diagonal artery. During preparation as the 1.5 x 20mm maverick 2 mr balloon catheter was being loaded onto an unspecified guide wire, the tip fell off. The procedure was completed with a 1.5 x 20mm non bsc balloon catheter. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the distal tip was detached and not returned for analysis. The fracture face was jagged and stretched, which suggests that the separation may be related to tensile overload. Magnified inspection of the fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. There was a hole in the outer shaft 5cm from the proximal balloon bond. The reported tip separation was confirmed. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).